Event description:
Reporter indicated that vns pt implanted for treatment of depression was diagnosed by an ent with laryngeal palsy which is reportedly being treated with collagen. It was reported that the pt experienced hoarseness around the time of her first programming and was later seen by an ent due to aspiration and difficulty swallowing. Further follow-up revealed that the pt's hoarseness three weeks after a collagen injection into her vocal cords. The pt also indicated that she had some clear liquid aspiration per barium swallow performed one week post-implant, but that this had also improved. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating psychiatrist (via fax x1). Additionally, device tracking information was not forwarded to manufacturer at the time of initial implant and this information was reportedly not contained in the implanting surgeon's records.